Event description:
Low minutes volume alarm activates even though the measured value is over low limit level.

Event description:
The customer alleges that the turbine intermittently sounded like it was not delivering enough flow.